Event description:
The patient was initially and emergently treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent; emergent use of ovation ix is cautionary product use. Approximately one (1) month post initial procedure, the patient presented with thrombus within the limb of the main body and in the iliac limb, in addition to a pale and cold left leg. The physician elected to treat the patient by performing an embolectomy via kissing stent technique with two (2) balloon-expandable stents on (B)(6) 2020. The reported coldness and paleness of the lower extremities are resolved, and the patient has been discharged. Additional information: during the clinical assessment the iliac limb was identified to be occluded due to the reported thrombus.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the that the left limb stent occlusion due to thrombus and additional endovascular procedure were confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially and emergently treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent; emergent use of ovation ix is cautionary product use. Approximately one (1) month post initial procedure, the patient presented with thrombus within the limb of the main body and in the iliac limb, in addition to a pale and cold left leg. The physician elected to treat the patient by performing an embolectomy via kissing stent technique with two (2) balloon-expandable stents on (B)(6) 2020. The reported coldness and paleness of the lower extremities are resolved, and the patient has been discharged.